Event description:
It was reported that during a percutaneous transluminal angiography procedure the balloon ruptured. The target lesion was in the 100% stenosed, non-calcified, mildly tortuous right subclavian artery. Brachial access was obtained and an 0.018 guidewire was advanced. Predilation was performed with a 3mm balloon and a wallstent was introduced. Following placement of the stent, post dilation was performed with an 8.0x40mm sterling balloon. Then additional dilation was performed with this 7.0x20mm wanda balloon. The wanda balloon ruptured at 15atm on the fourth inflation. The procedure was completed with this device. There were no reported patient complications and the patient was reported to be good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The balloon was torn logintudinally along its entire length. The tip was kinked between the markerbands as a result of the balloon tear. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.